Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the phenomenon "image is not displayed when the subject device is used with 180 scope¿ occurred due to the faulty patient board set. However, they could not determine the cause of the faulty patient board set. During investigation, the change history of parts where checked and they found out that the design of the dr board was changed on april 16, 2018. (Reference: service bulletin, 151p-q0012). The subject device was manufactured before the design of the dr board was changed. (Date of manufacture: 2015/01/09). It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). The modified product was shipped after june 13, 2018. Other inspection findings: video connector socket is loosened olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 series scope due to damaged patient board was noted. In addition, a worn-out video connector was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image with the eus scope. The video connection of the eus model was tested with a new maj-1430. The event occurred during an unknown therapeutic procedure and a similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.